Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The scope communication was not confirmed; however, the blackout image was confirmed. Based on the results of the investigation, the presumed cause is traced to component failure due to electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a b30 scope communication error and blackout image. The issue was found during inspection for use. There were no reports of patient involvement.